Event description:
It was reported that the pump was alarming critically from (B)(6) 2011 and the patient was seen in urgent care on the (B)(6) 2011. The patient initially did not realize it was from the pump. The telemetry showed the pump was running in safe mode/state delivering only the minimal infusion. The pump was reprogrammed on (B)(6) 2011 and the alarm stopped. The eri (elective replacement indication) as of (B)(6) 2011 apparently showed 7 months. On interrogation it was noted that on (B)(6) 2011 pump logs showed a low battery reset and safe mode. The logs also noted a motor stall recovery on (B)(6) 2011 at 14:38. No patient adverse effects at the time were noted. Patient was to be scheduled for urgent pump replacement. Pump infused compounded baclofen. A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
(B)(4).